Event description:
As part of a legal mediation effort, on (B)(4) 2013, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci si hysterectomy procedure on (B)(6) 2013. The information alleges that during the surgical procedure, the patient's sigmoid colon was damaged per the on (B)(6) 2013, per the information received. The patient visited the hospital emergency room complaining of abdominal pain. The patient underwent a diagnostic laparoscopy and exploratory laparotomy on (B)(6) 2013 to repair damage to the sigmoid colon. The patient was discharged from the hospital on (B)(6) 2013. On (B)(6) 2013 the patient returned to the hospital with excessive swelling to her legs. Her physicians reportedly suspected deep vein thrombus; however, that was ruled out and the patient was discharged from the hospital. On (B)(6) 2013 the patient was admitted into the hospital with a c-diff infection. No other information was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the injury sustained by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. Review of the site's system logs for the reported procedure date of (B)(6) 2013 found that no system errors were generated that would have caused or contributed to the post-surgical complications experienced by the patient. This complaint is being reported due to the following conclusion: the patient allegedly sustained an injury during a da vinci surgical hysterectomy procedure.